Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available, a follow up report will be submitted.

Event description:
It was reported the thread is frayed. The reporter indicated that when opening the package the physician can see frayed thread. Per the reporter, the event occurred before use.

Manufacturer narrative:
Investigation: samples received: 4 open pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received four open and unused samples for analysis. We have checked the thread surface on the samples received and is correct and the usual one as can be seen in enclosed picture. The threads are not damaged and no defects have been found. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.